Manufacturer narrative:
The following other hip devices were also listed in this report: delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 39865901; size 7 accolade ii 127 deg; cat# 6721-0737; lot# 38421410; trident psl ha solid back 58mm; cat# 540-11-58g; lot# 39471901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patient left hip was being revised due to infection., the surgeon performed and I&d and swapped out the poly and the head.

Event description:
It was reported that the patient left hip was being revised due to infection., the surgeon performed and I&d and swapped out the poly and the head.